Manufacturer narrative:
Concomitant medical product: product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that in (B)(6) 2014 "it took several nights for a complete recharge" of the patient's implantable neurostimulator (ins). It was stated the "coupling was very bad" and that the patient usually received"only 2 black squares on the recharger's screen." The patient's recharger was noted to have only received 2 to 4 coupling bars when communicating with the ins, but there was "no problem of connection between the ins and the physician or patient programmers. It was noted that another recharger had been tried with the "same results." Further information stated the ins had not flipped and the patient "did not change weight." Then, on (B)(6) 2015, the patient's physician decided to replace the patient's rechargeable ins with a non-rechargeable ins due to the recharging difficulties the patient experienced. The patient was well following the replacement of the ins. It was noted that when coupling was attempted with the rechargeable ins post-explant, that "coupling was completed." Additional information was requested; a supplemental report will be filed if additional information is received.